Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was performed for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caller (customer¿s mother) reported that her son received lower readings from the sensor scan in comparison to readings obtained from laboratory tests. It was reported that on (B)(6) 2019, readings of 13.9 mmol/l and 12.7 mmol/l were obtained on the sensor scan vs. Lab results of 67.7 mmol/l and 50.2 mmol/l. Customer¿s mother thought the customer was experiencing stomach flu, therefore hydrated the customer. Customer was taken to the ER on (B)(6) 2019 where he was hospitalized for an unspecified amount of time, diagnosed with diabetic ketoacidosis (dka) and treated with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer¿s mother) reported that her son received lower readings from the sensor scan in comparison to readings obtained from laboratory tests. It was reported that on (B)(6) 2019, readings of 13.9 mmol/l and 12.7 mmol/l were obtained on the sensor scan vs. Lab results of 67.7 mmol/l and 50.2 mmol/l. Customer¿s mother thought the customer was experiencing stomach flu, therefore hydrated the customer. Customer was taken to the ER on (B)(6) 2019 where he was hospitalized for an unspecified amount of time, diagnosed with diabetic ketoacidosis (dka) and treated with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.